Manufacturer narrative:
1. Customer is claiming false negative because their test showed negative for flu a. They then went to the doctor's office and tested positive. 2. Doctor's test was not specified. 3. No purchased information provided, unable to determine if the product used by the customer is an authentic product, and no lot number was provided, unable to effectively verify and confirm customer feedback.

Event description:
Event details: purchased the covid and flu 3-1 test and it showed a negative flu a result for 2 of my family members who then tested positive at the doctors office.